Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (would not communicate with a monitor) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt and reported that it would not communicate with a monitor.